Manufacturer narrative:
Results. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customers indicated failure mode for faint printing with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The missing print is less than 50% of the marking therefore is acceptable per (B)(4) internal print standards. Conclusion: no rejectable defects confirmed.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that before use, the scale markings on the 1 ml bd" slip tip syringe sterile, single use were difficult to read. There was no report of injury or medical interventions.